Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china there was the possibility that the reported phenomenon was attributed to the unstable condition of electrical contacts due to the breakage of the video connector socket of the device. There was the possibility that the breakage was attributed to repeated use or excessive force.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device, the endoscopic image on the monitor flickered while shaking the camera cable which was connected between the subject device and the endoscope. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. The service department of the olympus china (osh) checked the subject device but could not duplicate the reported phenomenon.